Manufacturer narrative:
Evaluation - results: wash system.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the ratio pump tubings 7, 8, 9 and 10 of the synchron cx 5 ce clinical analyzer intermittently filled with air bubbles and caused poor electrolyte results. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the deteriorated tubing. The fse replaced the external wash system and verified performance.